Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 10jun2025, 16jun2025, and 23jun2025 to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. Philips is unable to confirm the final disposition of the device because the customer declined service and repair. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen intermittently did not work. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. Further service, troubleshooting, and resolution are pending. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6) reporter phone #: (B)(6)